Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the oncology department (kymertic sp (study drug), 5 to 10 ml/hr. Over 12 hours and the infusion finished in 11 instead of 12 hours). It was also reported there was no patient injury.